Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified in the superficial femoral artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for pre-dilatation. When the device was removed from the patient's body, the hypotube in the proximal part of the shaft got broken and detached. The break occurred outside the patient's body and was simply removed. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified in the superficial femoral artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for pre-dilatation. When the device was removed from the patient's body, the hypotube in the proximal part of the shaft got broken and detached. The break occurred outside the patient's body and was simply removed. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen, blood in the wire lumen. The tip, balloon, shaft and hypotube were microscopically and visually inspected. Inspection revealed a separation in the hypotube located 6mm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to separation. Inspection of the remainder of the device found no damage or defects.